Event description:
After the scope was withdrawn during an endoscopic retrocholangiopancreatography, the distal tip was missing. The tip was retrieved through an unspecified medical intervention and the procedure was completed using the same device.